Manufacturer narrative:
A2 - age at time of event: 18 years or older. B3 - date of event: estimated based on aware date of 19dec2019. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 1mm proximal of the distal markerband. An examination of the balloon material and distal markerband identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres as per wolverine specification. A visual and tactile examination identified no kinks or damage to the shaft or hypotube of the returned device. The markerbands, tip and blades of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. No further issues were identified during the product analysis.

Event description:
It was reported that a balloon leak occurred. A percutaneous coronary intervention was being performed. The 10mm x 2.75mm wolverine coronary cutting balloon was unable to be inflated and determined to have a hole. The procedure was successfully completed with a different device without. No patient complication were reported and the patients status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Date of event: estimated based on aware date of (B)(6) 2019.

Event description:
It was reported that a balloon leak occurred. A percutaneous coronary intervention was being performed. The 10mm x 2.75mm wolverine coronary cutting balloon was unable to be inflated and determined to have a hole. The procedure was successfully completed with a different device without. No patient complication were reported and the patients status is stable.